Event description:
The manufacturer received info alleging a ventilator inoperative condition occurred while a ventilator was in use. There was no pt harm or injury reported. The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's blower motor was replaced to address the ventilator inoperative condition.

Manufacturer narrative:
There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed, for a ventilator inoperative condition.